Manufacturer narrative:
This device has been reported in error.

Event description:
There is an upcoming revision surgery. The surgeon is planning on revising the tibia with inbone and then will need to revise the talar price as well.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
There is an upcoming revision surgery. The surgeon is planning on revising the tibia with inbone and then will need to revise the talar price as well.